Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited abnormal battery depletion, with charge decreasing from 45% to 19% in approximately 13 hours despite typical expectations of several days per charge, and a replacement ilet was provided with setup completed without issue. Symptoms included no changes in blood glucose and no hypoglycemia or hyperglycemia. Outcomes included no alerts or alarms, no injury, and no need for medical care or hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.